Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal came loose and was unable to be loaded into the tube properly when the delivery device was pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The delivery device, seal and tension spring assembly were returned to maquet for evaluation. The loading device was not returned for evaluation. A visual inspection was conducted. Signs of clinical usage and evidence of blood were observed. The blue slide lock was dis-engaged and the plunger was fully depressed on the delivery device. Blood was present in the delivery device, indicating deployment in to the aorta. The seal was returned outside the delivery device in a fully unraveled state. It appears that the tether was detached from the seal in an uncut state. The tube was unable to be measured due to the presence of blood in the delivery device. The device was returned in a completely deployed state with evidence of blood in the delivery device. We are unable to evaluate the seal for delamination because it has been fully unraveled. Based on the condition of the device as returned, the reported failure mode "fitting problem" was unable to be confirmed, but was confirmed for an analyzed failure mode "detachment of device or device component".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal came loose and was unable to be loaded into the tube properly when the delivery device was pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.